Manufacturer narrative:
The pod was received with the needle mechanism deployed. Data obtained from the device indicates the device completed both priming sequences with an expected number of pulses in each sequence before being deactivated. By the user. No timeouts, drive stalls, or hazard alarms were generated. Inspection of the device found the exposed portion of the soft cannula to have been flattened. It could not be determined when or how this damage occurred. Fluid was able to flow through the fluid path as intended despite the damage. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended. The cause of the reported needle mechanism failure could not be determined.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.